Event description:
A 2.5 mm diameter x 24 m length endeavor rx drug-eluting coronary stent was deployed in to a patient with no issue reported. The target lesion, located in the prox lad, was pre-dilated. During procedure, one other endeavor rx stent was deployed in the mid lad with no issue reported (MFR report # 2953200-2010-00810). However, it was reported that approximately 3 months post deployment, the patient died due to heart failure. The physician assessed no relationships between the patient's death and the relevant device.

Manufacturer narrative:
(B) (4): evaluation results: death.